Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that they received 3 boxes of tubing where they came in disconnected. The reporter stated the tubing was in 4 pieces. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H6. Codes: updated. Device evaluation: the customer provides two photos. No product was received for evaluation. During review of the photos, it is possible to see a disconnection of the luers. The complaint was confirmed. The root cause is unknown. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.